Event description:
Orif lt distal tibial cannulated screw fixation synthesis 3.5cann.screwset. 1.25mm guide wire (292.62) broke off in pt's tibia. Dr tried to remove it. Each time the wire was touched it broke off. Changed drills (thinking it was a drill problem not a bad guide wire). Still could not retrieve the guide wire. It broke off into many fragments. It could not be retrieved for the pt's tibia.

Event description:
Add'l info received from MFR 2-26-03: synthes is unable to determine the lot number of the subject device as the lot number is provided on the package, but not on the device. A medwatch report has not been filed on this incident.